Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.

Event description:
The customer reported that during testing, the device failed the defib test and pads/paddles ECG test.